Manufacturer narrative:
The valve was patent. It met the requirements for siphon, reflux, pressure-flow and preimplantation testing. The device did not meet the requirements for leak testing due to a small tear near the distal outflow port. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was found to be leaking when the physician performed a flow test before the surgery. According to the report, the physician used a new device to complete the surgery. The report stated that the device had not been used in the patient.